Event description:
It was reported that patient underwent a hip procedure on (B)(6) 2010. During the procedure, the tip of the femoral rasp fractured and was retained by the patient. The fractured portion was not removed. No further information has been provided to date.

Manufacturer narrative:
(B)(4): evaluation summary: the device was received without the suture or posterior needle tip. The posterior needle was not engaged with the posterior cuff and the posterior cuff was not ejected from the foot, indicating a posterior needle-to-cuff miss occurred. When the needle plunger was removed from the device, the link was held on one end by the posterior cuff in the posterior foot pocket while being pulled on the other end by the withdrawal of the needle plunger. This resulted in the link detaching from the anterior cuff. Subsequently, the suture could not be retrieved during needle plunger retraction as reported. During testing, the needle plunger was reinserted resulting in acceptable needle trajectory and push mandrel travel. It was reported that the device was deployed in a calcified vessel. The instructions for use state that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at access site. Based on the findings, the probable root cause for the posterior needle-to-cuff miss and subsequent link being pulled from the anterior cuff is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed, there was no suture attached to the needles. The device was removed over a guide wire and a second proglide was used to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.